Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for routine follow-up. It was found that the patient's implantable cardioverter defibrillator failed to be interrogated. It was further reported that the device exhibited premature battery depletion. The device was explanted and replaced. The patient was discharged.